Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 212mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic damage. Analysis concluded that the clinical observations of high out of range impedance measurements that were due to a compromised lead were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead was explanted due to the lead being compromised in the proximal and high out of range impedances measurements. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular lead was explanted due to the lead being compromised in the proximal end and high out of range impedances measurements. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to an unknown product performance anomaly. This lead was explanted and successfully replaced. It is unknown if the lead will be return for analysis. No additional adverse patient effects were reported.